Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion set and performed hand prime using a new lab reservoir. Reliability analysis saw diluent flows through the infusion set and out of the catheter tip. Reliability analysis found 1 of the 3 infusion sets had passed per inspection and that the other 2 remaining infusion sets were occluded at the p caps connection section. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with their infusion sets. Customer's blood glucose level was unknown. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.